Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation as it remains implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. Imagery was provided for evaluation. Review of the imagery revealed one type I fracture at the outflow on rung 6. A device history record (DHR) review was performed, and it did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was also performed and revealed no indication that a manufacturing non-conformance contributed to the event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the alterra device usage. Per the IFU, device fracture is listed as a potential risk that may or may not require intervention associated with the prestent, delivery system and/or accessories. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event for alterra prestent strut fracture was confirmed through the provided imagery. A review of the DHR and lot history revealed no indication that a manufacturing non-conformance contributed to the event. Additionally, a review of the IFU materials revealed no deficiencies. An in-depth evaluation related to alterra prestent fracture has been documented in a technical summary written by edwards lifesciences. Per the technical summary, the prestent in straight configurations is safe under pulsatile loads based on modeling and testing. As such, the potential fracture on the proximal end of the frame could be attributed to the conditions of the patient's anatomy. As seen in the provided imagery, a 30-day chest x-ray showed one type I fracture at the outflow on rung 6. Per the technical summary, outflow fractures are likely a result of high positioning of the distal portion of the stent placed into the patient's bifurcation. In this position, portions of the distal stent experience bending/engagement with the pulmonary artery, which increases strain and the chances of a fracture. However, the technical summary also concluded that shorter right ventricular outflow tract (rvot) length, increased curvature, and increased level of engagement do not dictate a fracture but may increase the risk of one. Additionally, the technical summary reviewed the manufacturing documentation and conducted a study to determine if microcracks could be present on the frame prior to implantation of the prestent. No microcracks were observed on the frames at any phase of the investigation and no evidence of a manufacturing non-conformance that could have contributed to the event was found. In this case, a definitive root cause was unable to be determined; however, available information suggests that patient factors (rvot characteristics) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. A previous product risk assessment (pra) was performed for this type of event. Further assessment revealed the control limits have not been exceeded. Therefore, no corrective or preventative actions are required at this time.

Manufacturer narrative:
The investigation is ongoing. H3 other text : device remains implanted.

Event description:
As reported by a clinical study, post transcatheter pulmonic valve replacement procedure with a 29 mm sapien 3 valve inside a 29 mm sapien 3 valve, one type I fracture was found at the alterra outflow, rung 6, on the 30-day chest x-ray.